Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had several lost sensor alerts with their new transmitter. Customer reported their blood glucose was between 200 mg/dl and 400 mg/dl. Customer declined to return the insulin pump for analysis.